Event description:
It was reported that patient notifier anomaly was observed on the device. No further information was available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the patient received a notification for an out-of-range high voltage (hv) lead impedance but no out-of-range hv impedance was observed. The patient was in stable condition.